Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was not reported. Treatment for the peritonitis event was unknown. It was not reported if dianeal and extraneal therapies were ongoing. It was unknown if the patient was recovered or was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.